Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy, which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized on the same day as onset of the peritonitis event. Treatment for the event was not reported. At the time of this report, the patient has been discharged from the hospital and was recovering from the event. It was unknown if the patient was retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.